Event description:
It was reported that the patient experienced difficulty charging the deep brain stimulation (dbs) implantable pulse generator (ipg) due to a non-functioning external charger. This resulted in depletion of the ipg battery and loss of stimulation therapy. Subsequently, the patient experienced a recurrence of tremors, which led to hospitalization. The hospitalization was attributed to the patients underlying parkinsons disease and the loss of therapy following battery depletion. A replacement charger was provided, allowing the ipg to be successfully recharged and stimulation to be restored. Following restoration of therapy, the patients tremors were controlled, and the patient was reported to be doing significantly better.

Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs.